Event description:
It was reported difficulty was encountered removing this balloon catheter through the introducer sheath during an iliac artery angioplasty procedure. Continual exertion against resistance resulted in a segment of the balloon and catheter shaft detaching and remaining in the introducer sheath. The introducer sheath and detached balloon material were removed from the patient successfully as a unit. The procedure was successfully completed with this unit and the patient's condition is good. This device has not been received for evaluation. Therefore, no failure analysis is available. User technique and or patient anatomy may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use state: "if resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."